Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto 3 system. There was a map shift. A map shift occurred with the carto 3 system during the procedure. An initial map was created, and then a remap was created. The bs ECG was lost momentarily, as a clip had become loose. While burning the cti line, the visitags were displaying more internally than expected. The cs catheter snapshot was displayed lower than expected and a 3mm shift was noted. The patch location was checked and the back patches had not moved, chest patches had moved slightly. The device remapped, and the cti line was ablated successfully. Then another svt was mapped and ablated. During the waiting period, the map appeared to shift back to the original location. No errors were displayed on the carto 3 system. No cardioversion performed. No patient movement noted. No patient consequences were reported. Map shift is MDR-reportable. ECG issue is not MDR-reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jun-2022, the product investigation was completed. It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto 3 system. There was a map shift. Device evaluation details: field service engineer confirmed with bwi representative that no new study/reboot was initiated and that map shift resolved itself towards the end of the case. System is ready for next use. Reported issue was investigated. The data related to reported issue was provided to htc. It was found that at a certain point during the study, the back patch moved by less than 1 mm while the chest patch moved 7-10mm. Checking the cs catheter position stability, it is that at the vey instant the catheter moved by more than 10mm, so the chest patch move reflects a real torso move that affects the catheters position. No proper compensation was done as compensation is based on back patch position solely. Metal levels were moderate, so no metal warning was raised. Conclusion: patient moved. The issue is related to user error. The system is ready for use. A device history record evaluation was performed for the finished device 29335 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).